Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was at elective replacement indicator (eri). The physician suspects premature battery depletion. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The device was received operating in backup unipolar tip mode due to exposure to electrocautery during explant procedure. The elective replacement indicator (eri) flag was falsely triggered while the device was implanted due to transient low battery voltage consistent with high pacing demand. Analysis performed including electrical and mechanical stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.